Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 5 and 6 were failed. A field service engineer (fse) replaced the interface controller, which caused the lights to begin flashing. Further troubleshooting led to drawer 5, where the fse replaced the drawer controller. After the replacement, all lights were functioning correctly. Contacted customer support center (csc) and had them remote in to configure the drawers. The customer logged in and successfully pulled a medication, verifying proper drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers 5 and 6 had failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.